Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass, the vent valve in the vent line of cardiovascular procedure kit was allowing air to travel retrograde to the pt. The problem was noticed on three occurrences; however, complaints were not submitted for the other two events. The product was not changed out. The surgery was completed successfully. There was no harm to the pt.

Manufacturer narrative:
The user facility is not returning the actual device; however, terumo is still investigating this issue and plans on submitting a f/u report when additional info becomes available. (B)(4).